Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Review of records revealed the patient received multiple inappropriate therapies due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were recommended. Patient will be monitored closely. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.